Event description:
It was reported on (B)(6) 2020 the patient reported a headache after a surgical implant of intrathecal catheter due to lumbar puncture. A blood patch was performed on (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).